Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had ¿uncontrollable diarrhea¿ and a return of symptoms which started 2-3 weeks ago. The patient also noted that the implant site was ¿warm to the touch and sore¿. They did not know when this issue started. In addition, the patient reported that the stimulation was too high and it was hurting them which started sometime this month. It was noted that the therapy had been working well and the patient did not know what happened. They had no falls or trauma that could be related to the issue. The patient was told they could eat and drink anything when the stimulator was implanted but they noted it ¿doesn¿t seem to be true¿. They mentioned they may have to take imodium but it makes them constipated. Using the programmer, it was determined that the patient was on program 1 at 2.5. The stated they were initially set to 1.5 and decreased it down to 1.5 where they felt better but was still a bit uncomfortable. The patient then changed to program 2 at 1.6 where it was confirmed they felt the stimulation in the bike seat area and was comfortable. It was recommended to monitor their symptoms with the change that was made and they were redirected to follow up with their healthcare professional (hcp). The patient had contacted them and was waiting to hear back. There were no further complications reported or anticipated.